Event description:
It was reported that patient came in for post op visit. Patient did not know she fractured off healing collar, the tissue was covered over we took a panoramic and found that a piece of the screw is still in implant. Tooth # 12. Patient to return for retrieving broken screw piece out of implant. Requesting a screw removal kit.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided . Date of event unknown / not provided . Lot/serial # unknown / not provided . Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
One (1) imp,tsv,3.7,11.5,mtx,mg (tsvtb11) & one (1) heal collar 3.5x4.5, 3mm (hc343) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported healing collar was located on tooth # 12 (universal) and was used for an unknown amount of time. The customer did provide two (2) x-rays. The x-ray showed a piece of screw fractured inside the implant. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product (tsvtb11 & hc343) are not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number was conducted for the (tsvtb11 & hc343) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction for the screw did occur and the reported event was confirmed via x-ray.

Event description:
No further event information available at the time of this report.